Manufacturer narrative:
The device was serviced on-site by a field service technician. Service history review, functional testing, and visual inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f22 alarm was identified during functional testing. The cause of the condition was a damaged sensor board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-22 (malfunction in frequency converter circuitry for occlusion detection: p20 of master cpu remains) alarm. This occurred before use. There was no patient involvement. No additional information is available.